Event description:
On 6/16/95 a 55 yr-old female with a history of supraventicular tachycardia experienced a perforation of the "rv" with subsequent pericardial tamponade during a cardiac ablation procedure.